Manufacturer narrative:
H3: product analysis of (B)(4), lotno:b528939 ¿ damage location details: upon visual examination, no issues were found with the echelon-10 catheter hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 distal tip was found to be bent. The characteristics of the bent distal tip are consistent with tip shaping. The distal tip was found to be punctured at the proximal edge of the distal marker band. Unknown fibers were found protruding from the puncture. Fibers can adhere to the guidewire surface subsequently depositing within the catheter lumen. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿catheter puncture¿ reports were confirmed. The returned echelon-10 micro catheters were found punctured. Possible causes of ¿catheter puncture¿ include incompatible devices, guidewire navigated within the microcatheter aggressively, guidewire inserted without checking catheter integrity/catheter patency, or distal tip shaped improperly. Possible causes of ¿catheter resistance¿ include incompatible devices, patient vessel tortuosity, guidewire damage, insufficient catheter flushing or lack of continuous flush, or insufficient guidewire preparation. The patient's vessel tortuosity was normal. The devices were prepared, and the catheter was flushed as indicated in the instructions for use (IFU). However, the guidewire used in the event was not returned, and the guidewire model was not provided. Therefore, any contributing factors of the guidewire could not be assessed. As shaping was conducted with the echelon-10 micro catheters, it is possible the distal tip became damaged during shaping, contributing to the guidewire puncture. However, the root cause could not be determined medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the guidewire was able to pass the catheter hub. There was no damage/kink found to the catheter hub or the guidewire. The guidewire used in the event was manufactured by boston scientific.

Manufacturer narrative:
Device analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the microcatheter was hydrated normally, shaped a single bend, entered the y valve and then entered the guidewire. The resistance was obvious, so the microcatheter was withdrawn.  It was found that the guide wire passed through the tip end wall of the microcatheter, and the tip end of the microcatheter was damaged. Then replace it with a new microcatheter. After using the same steps, the guidewire still could not be pushed out after entering the microcatheter, so replaced with a new guidewire, but still the same, the guidewire still passed through the microcatheter wall and could not be used. Finally, replaced with stryker's sl-10 microcatheter and the guidewire was successfully pushed out. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. The patient was undergoing surgery for treatment of a middle meningeal artery embolism. It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery with a diameter of 6mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.